Event description:
It was reported that a spectrum iq infusion pump's keys stuck on keypad found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keys stuck on keypad" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as physical damage. The cause of the condition was the keypad overlay which was scratched and dented affecting visibility. The keypad requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.